Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Intraocular lens (iol) returned adhered to the outside of the iol lens case base. Solution is dried on the iol. Both haptics are intact. No damage observed to the iol. The root cause for the reported complaint "lens became clogged" could not be determined. Instructions for use (IFU) states "insert the tip of the cartridge through the incision slowly advance the lens until the optic is exiting the nozzle continue to advance the plunger as needed to deliver the lens fully. Then, withdraw the cartridge nozzle." Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Physician reported during intraocular lens (iol) implant procedure, the lens became clogged at the sclerocorneal wound, the lens had to be removed. A new lens was re-set, implanted and the surgery was completed. Additional information has been requested.